Manufacturer narrative:
Device evaluation: visual inspection shows evidence of a void in the top cap bond. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was not able to be performed, with the void in the top cap bond the o2 was venting through the gap and not through the fibers providing for poor gas transfer performance. Conclusion: reason for the return was confirmed. D.4.serial number updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator device, a gas exchange issue occurred. The patient's pco2 (carbon dioxide) continually rose during the case despite increased sweep gas flow. The device was not replaced and use of the device was continued to complete the case. There was no adverse patient effect associated with this event.